Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The patient's annulus was measured with a perimeter of 76.8mm, a derived diameter of 24.5mm, and an area of 464mm^2. The left ventricular outflow tract (lvot) was 25.3mm. Pre-dilation was performed with a 23mm non-abbott balloon. During the procedure three attempts were made to position the valve, however the valve continuously jumped to the ascending aorta. The valve was positioned 4mm from the annulus. Upon release of all three retainer tabs, the valve started to slowly move upwards. After complete removal of the delivery system the valve continued to move upwards ending above the annulus. The valve was snared above the coronary arteries. A new 26mm non-abbott valve was implanted. The patient remained hemodynamically stable throughout the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of migration and device malposition was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported migration could not be conclusively determined. The reported unexpected medical intervention and surgical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The patient's annulus was measured with a perimeter of 76.8mm, a derived diameter of 24.5mm, and an area of 464mm^2. The left ventricular outflow tract (lvot) was 25.3mm. Pre-dilation was performed with a 23mm non-abbott balloon. During the procedure three attempts were made to position the valve, however the valve continuously jumped to the ascending aorta. The valve was positioned 4mm from the annulus. Upon release of all three retainer tabs, the valve started to slowly move upwards. After complete removal of the delivery system the valve continued to move upwards ending above the annulus. The valve was snared above the coronary arteries. A new 26mm non-abbott valve was implanted. The patient remained hemodynamically stable throughout the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.